Event description:
Boston scientific received information that the rv lead exhibited a impedance of greater than 2000 ohms. Oft performed successfully at 14j. No additional action deemed necessary at this time. (B)(6) hospital, (B)(6). Dr. (B)(6), implant date (B)(6) 2007. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).